Event description:
It was reported that the doctor was performing an "angiogram on a patient and needed to insert the balloon into the patient. Upon pr eparation for the insertion, as the clinical tech was connecting the balloon to the iabp the calibration key did not read and they tried a different balloon which was successful on the same pump."

Manufacturer narrative:
(B)(4). New information received indicates the event was not reportable; therefore, the initial MDR submitted on 12 jul 2023 should be retracted. Other remarks: n/a corrected data: in section b5. Removed information "the 2nd balloon was inserted at the same insertion site. No patient harm or injury. The patient status is reported as fine" as information confirmed device was not used on a patient.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the doctor was performing an "angiogram on a patient and needed to insert the balloon into the patient. Upon preparation for the insertion, as the clinical tech was connecting the balloon to the iabp the calibration key did not read and they tried a different balloon which was successful on the same pump." The 2nd balloon was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".